Event description:
Coil was stretched and couldn't be pushed forward. Surgeon suspects material defect.

Event description:
Additional information received indicated that the event occurred during repositioning. The coil was introduced halfway and felt resistance, the coil would no longer advance. As the coil was being withdrawn, the coil stretched. The coil broke and only half of the coil was retrieved. A snare was used but was not successful. Therefore, the rest of the coil that wasn't retrieved remained in the patient. It was thought of as a material defect because they haven't had this problem happened. As the stent was placed and anticoagulant was administered, no patient injury reported.

Manufacturer narrative:
Note: please disregard the previous supplemental submission. It was reported that the 11 mm x 37 cm presidio 18 cerecyte microcoil was stretched and couldn't be pushed forward. The event occurred during repositioning. 3-4 coils were in the aneurysm and the coil was introduced halfway when resistance was felt; the coil would no longer advance. As the coil was being withdrawn, the coil stretched. The coil broke and only half of the coil was retrieved. A snare was used but was not successful. Therefore, the rest of the coil that wasn't retrieved remained in the patient. A stent was placed requiring anticoagulant therapy with no further patient injury. Additional information indicated that there was resistance during introducing and resheathing. An echelon 10 microcatheter was used. The returned device was found with the complete coil returned in one piece, without separation. With follow-up investigation it was confirmed that the original description of rupture of the coil with one piece retrieved and the other half of the coil remaining in patient was correct and that it is suspected that the wrong device was returned. It was reported that the coil was severed into two sections and that one section was not retrieved. However, it was found that the complete coil was returned in one piece. Therefore, the reported severing and the loss of half the coil cannot be related to this complaint coil as the entire coil was returned in one complete piece. Concerning cleanliness, the microcoil system was returned in pristine condition. The system was either not used or was cleaned/rinsed by the end user before being returned. Any trace evidence that may have been complaint related to the resistance inside the microcatheter may have been removed by the end user prior to being returned. The 37.0cm coil was stretched approximately 85.0cm. The proximal end of the coil was unraveled out of the soldered section. The evidence suggests that two contributing factors may have led to the coil's resistance and eventual stretching. If the returned device was related to the reported procedural use, the primary contributing factor may have occurred during the reported repositioning of the coil inside the aneurysm. During repositioning, the coil may have come in contact with coil(s) already dwelling inside the aneurysm, to itself, or another form of interference such as detached or fixed debris/material. This interference may have produced resistance during advancement. During retraction, the coil may have been anchored to the coil(s) already dwelling inside the aneurysm, to itself, or another form of interference such as detached or fixed debris/material, or on the tip of the microcatheter. The anchored coil would have then caused the coil to stretch and unravel out of the soldered section. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. Caution: if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire micrus microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. Caution: if the micrus microcoil system becomes immobile in the infusion microcatheter, apply a gentle push pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices." The micrus microcoil 18 system is compatible with microcatheters with inner lumen diameters ranging from 0.017'' to 0.021'' (0.356 to 0.533 mm). Without the return of the concomitant echelon 10 microcatheter which has an ID of 0.017'', it cannot be determined if this component had any additional contribution to the reported event. Although a definitive root cause cannot be determined, there is no indication of any manufacturing issues related to the stretched condition of the returned coil. Based on the findings of an intact coil versus the report that the coil separated in two pieces, no conclusion can be made regarding this unconfirmed reported event; however, procedural factors may have contributed the condition of the returned coil and the event. Additionally, as reported the wrong device may have been returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the condition of the returned device or reported event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
It was reported that the coil was severed into two sections and that one section was not retrieved. However, it was found that the complete coil was returned in one piece. Therefore, the reported severing and the loss of half the coil cannot be related to this complaint coil as the entire coil was returned in one complete piece. Concerning cleanliness, the microcoil system was returned in pristine condition. The system was either not used or was cleaned/rinsed by the end user before being returned. Any trace evidence that may have been complaint related to the resistance inside the microcatheter may have been removed by the end user prior to being returned. The 37.0cm coil was stretched approximately 85.0cm. The proximal end of the coil was unraveled out of the soldered section. The evidence suggests that two contributing factors may have led to the coil's resistance and eventual stretching. The primary contributing factor may have occurred during the reported repositioning of the coil inside the aneurysm. During repositioning, the coil may have come in contact with coil(s) already dwelling inside the aneurysm, to itself, or another form of interference such as detached or fixed debris/material. This interference may have produced resistance during advancement. During retraction, the coil was most likely anchored to the coil(s) already dwelling inside the aneurysm, to itself, or another form of interference such as detached or fixed debris/material, or on the tip of the microcatheter. The anchored coil would have then caused the coil to stretch and unravel out of the soldered section. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. Caution: if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire micrus microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. Caution: if the micrus microcoil system becomes immobile in the infusion microcatheter, apply a gentle push pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices." A secondary contributing factor may have been the section of an incompatible 10 series microcatheter that was used with an 18 series microcoil system. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The micrus microcoil 18 system is compatible with microcatheters with inner lumen diameters ranging from 0.017 to 0.021 in (0.356 to 0.533 mm). The inner lumen of the sl-10 microcatheter is 0.0165." In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.